Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9733737, lot/serial #: unknown. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while uploading an exam on to the system, the manufacturer representative noticed that one of the screws on the camera arm holding the piston in place was missing. The camera arm was loose and will not remain in the location it is placed. No patient was present at the time of the event.